Event description:
It was reported that there was an absence of a no delivery alarm. Customer's blood glucose levels at the time 229 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to detached end cap. Unable to perform the basic occlusion, occlusion and excessive no delivery test, due to being unable to prime. Insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.